Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle pull-off while sewing after the third tissue passage. The needle was hold in needle holder. No parts fall in situ. No patient harm nor significant delay. Finished the procedure with same as product. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to ethicon for evaluation. Two empty labeled winding formers and two needle- suture pieces were received for analysis. Product code eh7235h; the product code is double armed. During visual inspection of the returned sample, the swage and attachment area were observed as expected; one suture piece was noted to be still attached to the barrel hole of the needles. Overall, no needle pull-off was observed. The sutures pieces were examined, and the extremes of the suture were noted to be cut and damaged (crushed) on the suture surface likely by a surgical instrument. The functional test was performed in one needle suture combinations using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no issues related to pull off - suture needle were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.